Event description:
Additional information: it was reported that the patient had significant pain at the driveline site and increased drainage. Patient was treated with course of antibiotics infusion and then oral antibiotics. Patient then on tobramycin infusion to site daily for suppression. No additional information was provided.

Manufacturer narrative:
Section event: additional information.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The approximate age of device: 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a driveline infection which tested positive for pseudomonas. Patient was given parenteral antibiotics, debridement with home antibiotics infusion. No additional information was provided.